Event description:
The iab was defective. This was the only info available at the time of the initial rpt. On 3/25/97, the following info was rpt'd to datascope: the iab was inserted into the pt on 1/17/97. The balloon seemed to fill adequately without a problem. It would inflate/deflate a couple of times but then the console would read "error iabp catheter." The iab was removed and the pt went emergently to the o.r. Event complications: unk - rpt'd 1/31/97; none - rpt'd 3/25/97. Pt current status; unk - rpt'd 1/31, 3/25/97.

Manufacturer narrative:
Device label code for f10. Position 1: 1738. Position 2: 1701. Evaluation: the iab was received intact for evaluation with the balloon completely unfolded. Laboratory examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the system 90 iabp in the laboratory. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: no defect was found during laboratory examination. It was not possible to determine the cause of the rpt'd difficulty based on the event description.